Manufacturer narrative:
The customer complaint of tubing separation and leaked could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that while dextrose 5% in 0.9% nacl was infusing at 100ml/hr through central line, the device produced an error alarm. It was then noted that the tubing had separated at the lower fitment, which caused leak of the fluids. Furthermore, the event also caused leakage of patient's blood as the distal portion of the tubing was hanging. The event occurred at critical care medicine unit (ccmu). Although requested, additional information was not provided.